Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor reset during incoming testing. Upon eval, the q12 and q16 transistors were shorted on the defibrillator board. The cause of the resets is the shorted transistors. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us dist returned a monitor indicating that it was resetting.